Event description:
It was reported that the valve was implanted in 2003. Pt x-ray verification repeatedly showed a pressure setting different from that to which the programmer had been set. The valve could not be reprogrammed and the device was explanted.